Event description:
It was reported that at incoming inspection at distribution, it was found that the package was torn by the bur. There was no adverse consequences reported.

Manufacturer narrative:
Based on the information reported, the product packaging was damaged. The product may have become damaged during transit.